Manufacturer narrative:
This report is being submitted as follow up no. 1 to update, and to provide the completed investigation results. One 6fr angio-seal evolution device was returned for evaluation. The device was returned with the partially opened poly-foil pouch, carrier tube assembly, and hemostasis sheath. No other accessory components were returned for analysis. Visual inspection revealed that there were no kinks or bends present in the returned device. The device was then subjected to fluoroscopy to check the hemostatic valve. Blood like substance was found on the valve; the sheath of hub was cut to determine why the dried blood like substance was stuck into the valve, which caused the user to insert the bypass tube into the hub. Upon removal, the deformation/damaged was identified of the hemostatic valve. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the locator was inserted off center into the hub of the sheath, which may have led to the deformation of the hemostatic valve. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal evolution failed. However, after inspection the suture and anchor looked intact. The deployment process was never engaged. A wire was introduced into the current angio-seal delivery sheath and was exchanged out for a new delivery system. The second angio-seal was deployed successfully. Additional information was received on february 25, 2019. The type of procedure was a left heart catheterization (lhc) with percutaneous coronary intervention (pci) using a 6fr procedure sheath. The tip on the bypass tube was not fitting into the cap/hemostasis valve port on the sheath. A new device did not fit in the sheath; did not snap in snugly, just kept falling back out. They rewired the insertion sheath cap, and put the new insertion sheath from the second device that they opened, and the bypass tube fit perfectly. Everything went fine from there. The patient was in stable condition and was discharged to go home.